Event description:
It was reported that during a da vinci assisted surgical procedure, the instrument tip sometimes appeared to move ahead of the on-screen guide image. Technical support troubleshooting first consisted of reviewing the described behavior and explaining that the apparent ¿overtaking¿ could be a visual effect caused by differences in instrument tip lengths, after which the reporter accepted the explanation. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support troubleshooting first consisted of reviewing the described behavior and explaining that the apparent ¿overtaking¿ could be a visual effect caused by differences in instrument tip lengths, after which the reporter accepted the explanation. No site visit was conducted.